Manufacturer narrative:
On 05/31/2016 the field service engineer (fse) replaced the tubing on the peristaltic pumps to fix the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported an uncontained clear leak of about 1 cup from the coulter act diff analyzer during shutdown. There were hgb (hemoglobin) voltage failure messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.